Event description:
A customer reported that seven weeks following a glaucoma filtration device (gfd) implant procedure, the gfd was observed to be dislocated. There was no patient harm. The gfd remains in the eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause cannot be determined. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).